Event description:
The pt was implanted with a siltex saline mammary prosthesis on 3/17/1998. Subsequently, the pt experienced extrusion of the device. Inflammation and infection. The device was removed on 4/15/1998.